Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that pt's blood glucose was measured, using the mobile system, with a result of 500 mg/dl. At the time the result was obtained, pt was reportedly feeling unwell. Reporter stated that pt's blood glucose was retested, using a different blood glucose monitor, with a result of 40 mg/dl. Based on this value, pt was treated with sugar-water. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.